Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to a laboratory using the dade innovin method. The patient was initially tested on the meter with a result of > 8.0 inr at 3:30 p.m. Three hours later the result from the laboratory was 4.0 inr. On (B)(6) 2018 the patient was tested on the meter with a result of 5.5 inr at 11:00 a.m. The result from the laboratory at the same time was 3.53 inr. The customer thinks the laboratory results are correct. The patient was advised to stop taking warfarin based on both the meter and laboratory results on (B)(6) 2018. The patient's therapeutic range is 2.0 ¿ 3.0 inr. No adverse event occurred. The patient is feeling fine. The patient is not taking heparin or other direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient is not taking any new medications, has not had any diet changes, and has not been ill recently. The patient has not had any bruising. The patient had a nose bleed that stopped on its own. No treatment was required. The meter and test strips were requested for investigation. Relevant retention test strips (lot 272165) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter was measured with returned strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 3.0 inr, donor 2 inr: 2.4 inr. Donor 1 hct: 38%, donor 2 hct: 37%. Testing results: donor 1: retention meter with masterlot strips: 3.0 inr, customer meter with customer strips: 3.2 inr. Donor 2: retention meter with masterlot strips: 2.5 inr, customer meter with customer strips: 2.6 inr. Upon analysis of the meter memory, the results alleged by the customer were not observed.